Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that patient was injected with 2 syringes of juvéderm® volux¿ and 3 syringes of juvéderm® voluma¿ with lidocaine into the ck1, ck4d, jw1, jw4, c6 and c1. About three weeks later, patient was injected with total of 1 ml of juvéderm® voluma¿ with lidocaine into jw1(0.3 ml) and jw3(0.7 ml). About a month later after the second injection, patient experience late-onset injection site reaction including palpable, redness, erythema, swelling, pain, and bloating. Additionally, patient developed in the immediate post-operative period with normal edema, and after about 15 days, presented more resistant, hardened edema on the left. After about 2 months of traveling abroad, patient reported bilateral mandibular branch pain and edema with a visible and palpable fibrous cord, nodulation and palpation in the lower third of the face. Patient was treated with allegra and prednisone 40mg for 3 days. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6); ((B)(4)) and (B)(6); ((B)(4)). This emdr is being submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.